Event description:
It was reported that after the procedure and removal of the isleeve the right femoral artery had no flow (dissection). A 14f isleeve was selected for an transcatheter aortic valve implantation. During the insertion of isleeve the physician felt some resitance and saw in the angiography that the isleeve was damaged (2 folds split). A second isleeve was used and the valve deployed with no problems and nice result. After the procedure and removal of the isleeve the right femoral artery had no flow (dissection). The physician tried to restore the flow with a ballon unsuccessfully. Vascular surgeons will repair the vessel in the or.

Manufacturer narrative:
Device eval by manufacturer: device analysis of the returned isleeve sheath revealed that two of the seams are torn. One of the seams is split 1.3cm from the distal tip extending to the tip and the other seam is split 1.2cm from the distal tip extending to the tip. The edges of the split/tear were slightly jagged.

Event description:
It was reported that after the procedure and removal of the isleeve the right femoral artery had no flow (dissection). A 14f isleeve was selected for an transcatheter aortic valve implantation. During the insertion of isleeve the physician felt some resistance and saw in the angiography that the isleeve was damaged (2 folds split). A second isleeve was used and the valve deployed with no problems and nice result. After the procedure and removal of the isleeve the right femoral artery had no flow (dissection). The physician tried to restore the flow with a ballon unsuccessfully. Vascular surgeons will repair the vessel in the operation room.